Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. No conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. It was reported that the patient was no longer in pain. No further clinical assessment is warranted at this time. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4). Doi: 10.1007/s00167-002-0287-x. Karaoglu s, halici m, baktir a. An unidentified pitfall of endobutton use: case report. Knee surg sports traumatol arthrosc. 2002 jul;10(4):247-9. Epub 2002 mar 27. Pmid: 12172720.

Event description:
It was reported that on literature review "an unidentified pitfall of endobutton use: case report", 1 patient experienced pain at the distal fixation site, requiring a revision surgery. During the second-look arthroscopy the reconstructed acl looked secure. No further information is available.